Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. What is the procedure name and date? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. H3 evaluaton: actual sample: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. Visual analysis of the returned sample determined that it was received one foil packaging, one winding former, one paper cover with one detached needle pertaining to the product code. Upon visual analysis of the returned sample revealed that swage and attachment area was noted to be as expected, marks were noted on the needle body. The barrel hole was examined under 20x magnification and no remnant suture was found. No conclusion could be reached on what may have caused the pull off suture needle since the suture was not received. As per the returned conditions of the sample, no functional test was performed. Representative sample the product was returned to ethicon for evaluation. One winding former, one detached needle and one undispensed suture strand pertaining to product code were received for analysis. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected and the needle still attached to suture piece. The event described could not be confirmed as no issues related to pull off suture needle were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in (B)(6) 2025 and suture was used. The problem of pulling off suture needle happened in surgery. Changed another one to continue the surgery. There is no report on patient's injury. No additional information could be provided.